Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an inaccurate volume of an unspecified medication was infused from a line being stretched. Customer reported that this event occurred ¿years ago¿. There was no further information provided.